Manufacturer narrative:
Additional information provided by the hospital indicated that one day post-operatively ((B)(6) 2012), the patient developed increased mediastinal drainage and was subsequently brought back to the operating room for bleeding. On (B)(6) 2012, she developed rapid af with hypotension which required vasopressors and the placement of a balloon pump. Appropriate acls measures were initiated, but proved to be resistant to drugs or any interventions. Additionally, she had one episode of vf which progressed to asystole. Acls measures were continued and she eventually returned to sinus rhythm. The patient was also noted to have experienced acute renal failure requiring cvvhd and severe lactic acidosis. Despite all interventions, post resuscitation the patient had low cardiac output syndrome requiring maximal vasoactive support, inotropic support, and balloon pump support. The patient developed multi-organ dysfunction with acute kidney injury and persistent academia despite all interventions. Give the severity of her illness, her family elected to withdraw care, and the patient expired on (B)(6) 2012.

Manufacturer narrative:
The embolized valve was not returned for evaluation. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. All valves are 100% inspected prior to product release. Per the instructions for use, valve embolization requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to valve embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of the reported ar was due to procedural factors that contributed to the ventricular placement. Per report, the valve embolization was the result of the second valve pushing the first valve, which was noted to be deployed too ventricular, into the patient's left ventricle, however, this cannot be confirmed in the absence of imaging from the procedure. Investigation is ongoing.

Manufacturer narrative:
Per the IFU, arrhythmias, cardiac failure/low cardiac output and cardiogenic shock are a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement, bioprosthetic heart valves. Ventricular fibrillation is a life threatening arrhythmia that is typically a complication associated with poor ventricular function, annular rupture/ aortic dissection, or inadequate coronary perfusion.

Manufacturer narrative:
(B)(4). Additional information provided by the edwards clinical specialist (cs) indicated that the patient did not have severe ventricular septal hypertrophy ("it was normal in size"), however, there was an aneurysmal area in the sinus of valsalva (sov) that mimicked the annulus. The ejection fraction was 50%, the patient's aortic root was severely calcified, the sinotubular junction (stj) was not (stj). Per report, the image intensifier angle was noted to be good, coaxial alignment was seen on fluoro, balloon inflation was held = 3 seconds, and there was no loss of pacing capture during deployment. The first sapien valve was initially positioned 50/50 to the hinge point of the non-coronary cusp that was marked by the pigtail catheter. A root shot was then performed and the angiogram opacified what appeared to be the hinge point of the non-coronary cusp at a location that was more ventricular, so they adjusted the valve position more ventricular. When the valve was inflated it was obvious that it was too low. The valve was confirmed to have deployed in a 80/20 position. After reviewing the films, there was an aneurysmal area underneath the non-coronary cusp that filled with dye. The aneurysm took on the appearance of the hinge point during valve deployment. As reported, the cause of the valve being deployed to ventricular was related to patient factors, i.e. Aneurysmal area in the sinus of valsalva (sov) that mimicked the annulus, causing confusion regarding placement of the valve. There is no allegation of device malfunction, or labeling issues, therefore no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Event description:
As reported by the edwards field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the valve was implanted too ventricular with the post deployment angiogram showing aortic regurgitation. Additionally there was a decrease in the patient's diastolic blood pressure. In order to troubleshoot, the physician¿s decided to implant a second valve. A second valve was prepped, however, while advancing the second valve into the first valve, the first valve dislodged and moved into the left ventricle. The second valve was able to be deployed in 50/50 aortic valve position, stabilizing the patient until cardio-pulmonary bypass perfusion could be initiated and a sternotomy could be performed. An aortic root incision was made, and a decision was made to explant both sapien valves and replace them with an edwards surgical valve. The patient was noted to have left the operating room in stable condition.